Manufacturer narrative:
Complaint (B)(4) no samples were provided by the customer. No material numbers were provided by the customer. No batch numbers were provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.

Event description:
This uc health site advised that the tubes are not filling all the way (underfilling) resulting in false troponin results for poc testing. Customer uses abbott istat.